Manufacturer narrative:
Citation: world neurosurgery, pervinder bhogal, oliver ganslandt, hansjo¨ rg bazner et. Al. The fate of side branches covered by flow diverterseresults from 140 patients the purpose of this article is flow diverter stents (fds) are a recognized treatment option for intracranial aneurysms. There remain ongoing concerns regarding the safety of fds, especially regarding the fate of covered side branches. This article reported the patency of side branches covered by fds. The article identified 140 patients, with 147 aneurysms, the mean average age was 56.2 x 13.7 years, male patient 31(21.9). The device will not be returned for evaluation as it remains implanted; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, there is no evidence suggesting that the device was defective, but rather a procedure related event. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Related mdrs for this event: 2029214-2017-00885 2029214-2017-00886. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that after improperly implanting a pipeline embolization device to treat an incidental anterior choroidal artery (achoa) aneurysm, the patient required placement of a second pipeline embolization device. There were no immediately complications reported